Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2024-00457. Based on the item number and lot number reported by the customer, the manufacturing date is 4/17/2023. Therefore, the placement date has been corrected to unknown, as it cannot occur before the manufacturing date. The following sections are being reported: d6a. If implanted, give date. H2: if follow-up, what type. H10: additional narratives/data h3 other text : summary investigation.

Manufacturer narrative:
Zimvie complaint (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 30 was removed due to peri-implantitis.